Event description:
I have a medtronic 670g insulin pump. I am very brittle and don't make any insulin. This pump is a year old, actually a replacement for another failed 670g. I've had endless problems with it not delivering, resulting in extreme highs, lost sleep, and missed work. And tonight, this one critically failed. They will have to ship out a third one. I don't think they are making quality products, which stinks, because 1. It is keeping me alive, and 2. They've really cornered the market on lower income insurance. Basically they can practically kill us with their shoddy medical devices, and our insurance is fine with that. FDA safety report ID# (B)(4).